Event description:
It was reported that a medical professional was having difficulties to use her programming system. It was reported that the handheld computer works only intermittently. Troubleshooting performed by the company representative did not duplicate any issue, however, the product has been replaced by a new motion tablet. The return of the suspect handheld computer is expected but it has not been received to date. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.

Event description:
An analysis was performed on the returned flashcard and no anomalies associated with software or databases were identified. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.